Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis, and the issue was confirmed using logs, which recorded error m-32 and recurring u-02 on other days. Upon visual inspection, an issue was identified that may be related to the reported event. During testing, the generator displayed error code u-02 upon startup; however, the log showed error c-00. The probable cause of error is attributed to a faulty electrical component inside the generator.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the site as receiving error u-02 on the generator at startup. Power cycling the generator did not resolve the issue. The technical support engineer (tse) guided the customer through the connection of a 3rd party forcetriad to system for cautery use. The procedure was continued as planned with no reported injury.